Manufacturer narrative:
Additional information: the device was manufactured september 12, 2018 to september 13, 2018. The device was received for evaluation with the solution drained from the bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed in the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will submitted.

Event description:
It was reported one 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was contaminated. The reporter further stated what appeared to be a "cotton like" particulate floating in the solution. There was no patient involvement. No additional information is available.